Event description:
Boston scientific received information that a patient advocate called boston scientific patient services stating that this patient collapsed and did not want to go to the clinic to be seen. The patient's daughter called the physician and reported the incident to them. Patient is weak, and stated they would go see the physician. The boston scientific sales representative was contacted and stated that the patient has not been seen, and the cause of the collapse remains undetermined.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.